Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right mentor memorygel siltex mod-rnd 400cc breast implant, serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel siltex mod-rnd 375cc for the left side and 400cc for the right side breast implants that bilaterally ruptured after implantation. The issue was revealed by MRI. As a result patient scheduled for bilateral replacement with mentor gel implant on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Additional information indicated that the lot number is 242398, and the serial number updated to (B)(4). In this report date of event is (B)(6) 2018, which makes the patient age to be (B)(6) years old at the time of the event. A device history record review is in progress. Once completed, a supplemental report will be submitted. Replacement devices are as follow: left replaced with catalog number 3504251bc, lot number 7586388, serial number (B)(4), and right replaced with catalog number 3504251bc lot number 7562737, serial number (B)(4). This report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).